Event description:
It was reported that the system would not fully boot up. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The ps was evaluated and the voltage was adjusted from 4.7vdc to 5.15vdc. The system was tested and found to be working as intended and returned to service.